Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), small intestinal perforation ('perforation in my small intestine after removal of essure'), intestinal sepsis ('infection (bladder/urinary tract/vaginal): sepsis from perforated small intestine'), genital haemorrhage ('abnormal bleeding (general)'), abdominal wall operation ('multiple hernia & abdominal wall repair'), surgical procedure repeated ('complications during removal surgery, repeat/multiple surgeries/') and hernia repair ('multiple hernia & abdominal wall repair') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2010, gallbladder removal, irregular periods, vaginitis, wound infection, urination difficulty and intra-abdominal fluid collection. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and was found to have weight increased ("other injuries/symptoms : weight gain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), cystitis ("bladder/urinary problems : bladder infection, infection/infection (bladder/ urinary tract/vaginal) type: bladder"), bladder disorder ("bladder/urinary problems :bladder problems"), urinary tract disorder ("bladder/urinary problems : urinary problems"), vaginal discharge ("bladder/urinary problems :vaginal discharge"), fatigue ("other injuries/symptoms : fatigue"), mood altered ("hormonal changes describe: very moody"), night sweats ("hormonal changes describe: night sweats"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2017, the patient experienced intestinal sepsis (seriousness criterion medically significant), 6 years 3 months after insertion of essure. In (B)(6) 2017, the patient experienced alopecia ("other injuries/symptoms : hair loss"). On an unknown date, the patient experienced small intestinal perforation (seriousness criterion medically significant), surgical procedure repeated (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), underwent abdominal wall operation (seriousness criterion medically significant) and hernia repair (seriousness criterion medically significant) and was found to have hormone level abnormal ("other injuries/symptoms : hormonal changes"). The patient was treated with surgery (multiple abdominal wall repair, multiple hernia surgery, salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, small intestinal perforation, intestinal sepsis, abdominal wall operation, surgical procedure repeated, hernia repair, female sexual dysfunction, dyspareunia, abdominal pain, back pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, hormone level abnormal, mood altered, night sweats and vaginal haemorrhage outcome was unknown, the genital haemorrhage, cystitis, fatigue, alopecia, weight increased, vulvovaginal mycotic infection and urinary tract infection had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal wall operation, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hernia repair, hormone level abnormal, intestinal sepsis, menorrhagia, mood altered, night sweats, pelvic pain, small intestinal perforation, surgical procedure repeated, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: microinsert placed on right ostia without difficulty with 2 coils visualized. Left microinsert placed without difficulty with 4 coils visualized. Current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral occlusion.; on (B)(6) 2011: tubes occluded. Ultrasound scan - on an unknown date: successful ultrasound guided drainage placement into the peritoneal fluid cavity. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events per pfs: hormonal changes describe: very moody, hormonal changes describe: night sweats, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal), infection (bladder/ urinary tract/vaginal) type: uti), abdominal wall repair, infection (bladder/urinary tract/vaginal): sepsis from perforated small intestine), perforation in my small intestine after removal of essure) were added incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and surgical procedure repeated ('complications during removal surgery, repeat/multiple surgeries') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder/urinary problems : bladder infection, infection"), bladder disorder ("bladder/urinary problems :bladder problems"), urinary tract disorder ("bladder/urinary problems : urinary problems"), vaginal discharge ("bladder/urinary problems :vaginal discharge"), fatigue ("other injuries/symptoms : fatigue"), alopecia ("other injuries/symptoms : hair loss") and surgical procedure repeated (seriousness criterion medically significant) and was found to have hormone level abnormal ("other injuries/symptoms : hormonal changes") and weight increased ("other injuries/symptoms : weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, hormone level abnormal, fatigue, alopecia, weight increased and surgical procedure repeated outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, pelvic pain, surgical procedure repeated, urinary tract disorder, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), bladder infection, bladder problems, urinary problems, vaginal discharge, hormonal changes, fatigue, hair loss, weight gain, complications during removal surgery. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.